Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer had a probe wipe obstruction failure and the manual sample probe did not retract. The customer also observed approximately 5 drops of fluid in the drip tray of the analyzer. The leak was contained within the instrument. The customer was wearing a lab coat, gloves, and a face shield at the time of the occurrence. There was no report of injury or exposure, and medical attention was not sought. There is an exposure control plan in place at the facility. No erroneous patient results were generated. Beckman coulter field service engineer (fse) confirmed that the probe-wipe motor error is caused by a seized probe wipe motor. The probe wipe motor was notably immobile. The fse replaced probe-wipe assembly, and resolved the leak. The fse verified the instrument performance.

Manufacturer narrative:
(B)(4).